Event description:
Dislocation of femoral head from mdm liner insert.

Manufacturer narrative:
An event regarding dislocation of a adm insert from a mdm liner was reported. The event was confirmed. Method & results: product evaluation and results: an inspection of the returned devices indicates that the head and adm insert dislocated from the mdm liner. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: on (B)(6) 2018, a revision of the left total hip arthroplasty was performed for a diagnosis of recurrent luxation prosthesis left hip. No patient demographics, no x-rays, no clinical or past medical history, and no operative report, date or description of the primary left total hip arthroplasty are available. There is no evidence that factors associated with implant manufacturing or materials are related to this clinical situation. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: on (B)(6) 2018, a revision of the left total hip arthroplasty was performed for a diagnosis of recurrent luxation prosthesis left hip. No patient demographics, no x-rays, no clinical or past medical history, and no operative report, date or description of the primary left total hip arthroplasty are available. There is no evidence that factors associated with implant manufacturing or materials are related to this clinical situation. An inspection of the returned devices indicates that the head and adm insert dislocated from the mdm liner. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as patient demographics, pre- and post-operative x-rays, clinical or past medical history, operative notes, date or description of the primary left total hip arthroplasty are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Investigation pending.

Event description:
Dislocation of femoral head from mdm liner insert.